Event description:
Allegedly, pt returned to surgery on (B) (6) 2010 due to drainage from incision site.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although attempts have been made, the product will not be returned for eval. The event codes are addressed in the package insert. This report will be updated when the investigation is complete.